Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR: device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 216 mg/dl. Reportedly, the customer reverted back to manual daily injections and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.